Event description:
The following info was reported from the ambulance company: (1) a pt was being transported and was being supported by a portable pneumatic ventilator when the alarm activated. (2) the pt was taken off the ventilator and was vented using a "bvm" connected to the pt's endotracheal tube with the oxygen flow controller set at 25 lpm. (3) while venting the pt with the bvm, the pt's spo2% saturation continued to decrease despite the flow controller indicating 25 lpm. (4) the pt was switched to another oxygen source. (5) the pt was listed in stable condition after the incident.